Event description:
The clinician reports, the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.